Event description:
During troubleshooting for an unrelated alarm during drain two of four on a homechoice (hc) machine, it was reported that the home patient (hp) found air in the patient line. The technical service representative (tsr) assisted the hp in ending therapy early and arranged to swap the hc for unrelated issues. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.